Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that intermittent oversensing was noted on the ventricular channel of the implantable cardioverter defibrillator (ICD). It was suspected that the device was oversensing premature atrial contractions. No changes or intervention was reported. There were no patient consequences.